Event description:
Customer called in to report that they went to the hospital and had issues with priming their insulin pump. During troubleshooting, it was found that the device display was not providing information and was not alarming. Customer blood glucose was 154 mg/dl. Customer mentioned that the device was stuck in the prime loop. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No prime/fill anomaly noted.